Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was used during an endoscopic retrograde cholangiopancreatography procedure performed in the common bile duct. The exact date was not reported, however, the procedure was reported to be on april (B)(6) 2018. According to the complainant, during the procedure, when the physician attempted to retract the pull wire for deployment. They tried to deploy the stent by forcefully pulling the wire. However, the guide catheter broke from the delivery system inside the patient. They used a retrieval grasper to remove the guide catheter out from the patient and have completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.